Event description:
The customer reported an issue with the cartridge not fitting properly on the pump. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's pneumatic tap area and instructed them to attach and load the cartridge, which was completed successfully, allowing the customer to resume insulin use. However, the customer did not insert the infusion set and fill the cannula, and the call was disconnected before this was resolved. Technical support planned to follow up for further assistance.